Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Expiration date - added. Product available to stryker ¿ updated. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that when the subject coil had detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
This is 1 of 2 reports.

Event description:
It was reported that when the subject coil had detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.